Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: wrinkling. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent a breast reconstruction primary with a mentor memorygel breast reconstruction 650cc silicone prosthesis experienced spontaneous right sided rupture, and bilateral cutaneous contour deformity post procedure. The patient reported that the right implant is "shrinking", and sometimes there is pain and swelling in the right breast. An MRI examination confirmed the issue. As a result, patient underwent bilateral replacements with another unknown prosthesis , left sided mastopexy, and reconstructive fat transfer to bilateral breast reconstructions. On (B)(6) 2021. This report relates to the left prosthesis.

Manufacturer narrative:
Device evaluation completed on july 27, 2021. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 650cc returned device. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).